Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The vessel locator wing break was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the clip contacted the vessel locator wings during deployment. This could cause a break of a vessel locator wings and inhibit adequate vessel capture leading to the reported bleeding. The cause of the clip contacting the vessel locator wings is generally contributed to proximal movement of the device in relation to the vessel during clip deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a diagnostic procedure with a 5f sheath. Reportedly, bleeding continued after device removal. Upon device removal, a broken wing was noted. Manual compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.